Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial circumflex artery. After a guide wire was advanced, a 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, upon loading the device on the wire, it was noted that the balloon was fractured. The device did not enter the patient's body. The procedure was completed with a different device. No patient harm nor complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the ostial circumflex artery. After a guide wire was advanced, a 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, upon loading the device on the wire, it was noted that the balloon was fractured. The device did not enter the patient's body. The procedure was completed with a different device. No patient harm nor complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed damage to the tip. There is buckling on the guidewire lumen 12mm and 13mm from the tip. There is blood present in the guidewire lumen. The balloon was loosely folded prior to inflation testing. Since the reported complaint was for fracture the device was inflated to find any possible leaks. Per product specification, the balloon was inflated to rated burst pressure and could hold pressure for 5 minutes. No leaks were found. Inspection of the remainder of the device presented no other damage or irregularities.